Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Root cause could not be identified. Based on the reported information and evaluation, it is assumed that the patient board set failed due to an accidental failure. The patient board controls the scope, reads out the image, and preprocesses it, and the image does not come out when it stops functioning. It is assumed that there was no opportunity to update the software due to there was no problem with the previous version of the software. No abnormalities observed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and results found a faulty patient board. Additionally, it was found that device needed a software upgrade. The device was serviced with a replacement patient board and equipped with updated software. The device passed all functional testing following service and was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device has no image with 180 series scopes or older. The reporter suspected a issue with the socket or internal board. There was no patient involvement associated with this report. The reporter stated that the device was swapped with a working device for the procedure. It was reported that there was a delay in procedure during troubleshooting efforts however; no harm to patient.